Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was placed with no issues during a posterior repair procedure. Following the procedure, the patient underwent a rectal examination, and the physician noticed a rectal perforation, which the physician believes probably happened during dissection. The pinnacle device was subsequently removed from the patient. The physician performed a traditional repair and repaired the rectal perforation with vicryl sutures. The patient is reportedly doing fine.